Event description:
A lawsuits alleges, "days after the device implantation, the patient began experiencing heavy chest pain and suffering severe breathing complications. The patient was rushed to the emergency room where it was found the patient's lungs were filling with blood-the result of a [myocardial perforation due to the implanted lead]. Consequently, the patient underwent another surgery to repair her heart and drain her lungs on (B)(4) 2006. Furthermore, knowledge of the lead recall has caused the patient a considerable amount of anxiety." It was later reported by the patient that the device "malfunctioned" and the patient was shocked multiple times. Follow-up was conducted to obtain information on the patient and whether the event was lead related, but the attempts were unsuccessful. Records indicate the lead remains in use. No further patient complications were reported as a result of the event.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received.